Event description:
Had double hernia repair on (B)(6) 2008. Right after surgery, I ended in the emergency room with pain right at the incision. The doctor gave me gabapentin and put me on pain killers. I've been in and out of the hospital since 2008 up until 2012. I have back pain, hip pain, leg pain and pain on my pelvic area. I feel piercing, burning, stabbing, pulling, pain on my left side of my pelvic. I go to the emergency room, and they don't know where the pain is coming from. I live on percocet every day since 2008. I went to see the neurologist, for the back pain and radiating pain on my leg. I had mris cat scans, ultrasounds...and nothing. I went to the gyn and they found uti twice, something I've never had my entire life in (B)(6), gyn found inflammation of the uterus and gave me antibiotic. I'm in pain 24 hrs a day. I feel fatigue, I have night sweats, I lost 10 pounds, I have no appetite. Now I feel pain in my ankles, wrist, knuckles, back, neck, fingers...pain in all my joints and I have to see a rheumatologist. Three weeks ago I went to the surgeon for the pelvic pain, I can barely stand up. He sends me back to the pain doctor for scar injections, and blames it on scar tissue. I told him I already had scar injections, not to mention epidural injections and still in pain. I need a doctor to listen to my symptoms and take me seriously. Don't know the product name, all I know is I was cut right on the c-section line. They cut me on the left of my pelvic and on the right at the same time, and put mesh inside me.